Manufacturer narrative:
The device has not been returned for inspection. Once the lens is returned, a follow-up report will be filed with the investigation results.

Event description:
Euclid vision corporation became aware on april 24, 2026 that a patient is being treated and asked to stop wearing the lenses. Investigation continues and manufacturer will file a followup report with additional information and findings regarding this event.